Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion with unexpected longevity. The device remains in use. It was also reported that the device exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.